Event description:
The ventilator displayed error message "pft", and stated to alarm high airway pressure. The ventilator was taken to the biomedical department to be evaluated. The biomed is still evaluating the ventilator and the defective part is unk. No pt involvement or incident.